Event description:
Customer informed that during injection, needle pulled out and stayed in the stomach. She went to the doctor and had ultra sound and x-ray to locate the needle. Needle was not found on imaging. The doctor made a small incision to try to locate and remove the needle but the needle was not found.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown, quality will continue to monitor on monthly trend reports.